Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely causes of the reported failure are improper bone preparation, misaligned insertion, and prying/leveraging the device during insertion.

Event description:
On 6/13/2024 it was reported by a sales representative via phone that an ar-2324kbcsp sp swivelock eyelet broke during insertion. All the fragments were removed and a new ar-2324kbcsp sp swivelock was used to complete the case. The case was not delayed. This was discovered during an rcr procedure on (B)(6) 2024.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.